Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("the coils had become embedded"), pelvic pain ("pelvic pain / pain"), genital haemorrhage ("bleeding"), menorrhagia ("abnormal and prolonged menses / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in an adult female patient who had essure (batch no. C91772) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included d & c. Previously administered products included for birth control: birth control pill from (B)(6) 2012 to (B)(6) 2014. Concurrent conditions included menometrorrhagia. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device outcome was unknown, the pelvic pain, vaginal haemorrhage and dysmenorrhoea had resolved and the genital haemorrhage, menorrhagia, abdominal pain lower and abdominal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, embedded device, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms. She was forced to undergo a major surgery as a result of her essure implants. She has been left with serious injuries. Eleven coils were exposed in left side and three coils were exposed in the right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: confirmed full occlusion / bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("the coils had become embedded"), pelvic pain ("pelvic pain / pain"), genital haemorrhage ("bleeding"), menorrhagia ("abnormal and prolonged menses / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in an adult female patient who had essure (batch no. C91772) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included d & c. Previously administered products included for birth control: birth control pill from (B)(6) 2012 to (B)(6) 2014. Concurrent conditions included menometrorrhagia. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy), surgery (undergo a bilateral salpingectomy with removal of the essure devices), surgery (ablation), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device outcome was unknown, the pelvic pain, vaginal haemorrhage and dysmenorrhoea had resolved and the genital haemorrhage, menorrhagia, abdominal pain lower and abdominal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, embedded device, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms. She was forced to undergo a major surgery as a result of her essure implants. She has been left with serious injuries. Eleven coils were exposed in left side and three coils were exposed in the right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: confirmed full occlusion / bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - new event "the coils had become embedded, abnormal bleeding (vaginal), dysmenorrhea (cramping)" were added. Lot number was added. New reporter were added. Historical and concomitant conditions were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6), the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain") and menorrhagia ("abnormal and prolonged menses"). The patient was treated with surgery (undergo a bilateral salpingectomy with removal of the essure devices). Essure was removed on (B)(6). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain and menorrhagia had not resolved. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms. She was forced to undergo a major surgery as a result of her essure implants. She has been left with serious injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed full occlusion. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.